Manufacturer narrative:
The product was returned and a slight kink could be seen in the cannula of the impella cp optical. The root cause of the low flow was determined to be a kink in the cannula. No data logs were returned for this investigation. This report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported a patient noted as high risk percutaneous coronary intervention (hrpci) was implanted with an impella cp device for mechanical circulatory support. While on support, it was noted there was a kink in cannula distal to motor housing. Despite repositioning, it was unable to remedy the issue. The kink prompted low flows. The pump however remained on for the support needed for percutaneous coronary intervention (pci) and was then explanted. No patient harm was reported due to the issue,